Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer was ultimately able to observe drops at the end of the tubing after using multiple cartridges and multiple infusion sets. The customer's blood glucose level was 175 mg/dl.